Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was confirmed that prior to the cardiomems implant, the patient has a history of clots/thrombus and is treated with xarelto. Following a dampened sensor and reassessment with rhc/pulmonary angio, the md confirmed the sensor could not be visualized due to a pe proximal to the sensor.

Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a right heart catheterization was performed to investigate the cause of the sensor dampening. The physician confirmed the patient has a pulmonary embolism and the reason there is not enough blood flow past the sensor causing the dampening. The sensor was not recalibrated.¿ there is no plan for a second sensor per the physician. Additional information has been requested.